Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an underlying rhythm of complete heart block with an escape rhythm in the 20's and presented for a temporary pacemaker procedure on (B)(6) 2019 to stabilize his heart rate. The patient noted he felt light-headed and dizzy prior to the procedure. Upon interrogation, it was noted the right ventricular lead has an outer insulation breach. No imaging techniques were used to confirm a breach. Testing noted the lead exhibited high capture thresholds and low impedance. The device was reprogrammed and the procedure was subsequently cancelled. A leadless pacemaker was implanted on (B)(6) 2019 as a safety precaution. No changes were made to the lead during the implant procedure. The patient was stable and was successfully discharged.